Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the likely cause of the no image and e315 is related to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had no image and scope error e315. There was no patient involvement.